Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced hyperglycemia while using the ilet system and stated ¿used insulin 417,¿ with no alerts or alarms reported and the cause unclear. Symptoms included an event with insufficient clinical detail to characterize specific manifestations. Outcomes included effects that could not be fully assessed due to insufficient information. Investigation included communication attempts with the user and analysis of information provided by the user or third party. Investigation of this case revealed no findings available, no specific medical device problem identified, and the device component implicated was not determined due to insufficient information. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.